Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Device not returned for evaluation

Event description:
It was reported that an unknown zimmer abutment screw loosened. Tooth location 20.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. Zimmer biomet complaint: (B)(4).